Manufacturer narrative:
Follow-up # 1 ¿ (02/03/2015). The patient¿s meter and test strips have been returned on 12/29/2014 and 1/12/2015, respectively, and evaluated by lifescan product analysis on 1/23/2015 and 1/20/2015, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have an improper contact issue between spc pin 2 and test strip. The test strips have passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.